Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There were additional findings that were not related to the primary failure. The instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. Additionally, the instrument was found to have indentations on the edge of the distal idler pulleys.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection cable of the permanent cautery spatula instrument was broken. The procedure was completed with no patient harm.